Event description:
The reporter states that the customer experienced an event where he was not feeling well and vomiting. The reporter had attempted to test the customer and received an error on the accu-chek active s system. The customer was taken to the hosp. He rec'd treatment to decrease his blood glucose level. The customer was hospitalized for 3 days. New system sent and return requested.